Event description:
It was reported that the patient's recharger display showed the "call your doctor" icon. An end of service (eos) and power on reset (por) condition were encountered. The clinician programmer indicated that the patient's implantable neurostimulator was "discharged and to charge now." There were also coupling and/or communication issues noted. The antenna locate feature was performed and it was possible to get "60 out of 64" with 8 bars of coupling. The patient's device was to be charged up and interrogated to determine if the device is at eos. There was one known occasion of device overdischarge. It was later reported that the patient recharged the battery. When the device was later interrogated, the message "eos - replace battery" was displayed. The device battery could not be turned on. The physician was to plan a course of action to deal with the issue. No information was provided related to any patient symptoms or outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).